Manufacturer narrative:
During evaluation of the product, it was found that the bearings are gritty and the head is dented in evenly all around the backcap. Also, the cover nut is worn (back cap pops off).

Event description:
A dentist performed a standard procedure with a dental electrical handpiece when patient complained that the handpiece feels hot. Neither patient nor dentist or staff has been injured.